Event description:
The nurse reported that the system would not recognize any consumables. The pt was asleep on the table. There was no pt injury, but the surgeon then finished that case without the machine available, to aid him. The customer declined to complete the questionnaire.

Manufacturer narrative:
The company service rep was unable to duplicate the performance problem reported. The receiver mechanism pcb was replaced as the most likely cause of consumable problem. All system functions were checked, and met specifications. This report mailed in to FDA on: 11/8/2007.